Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade unknown, cyst-ndr.

Event description:
Health professional reported left side granuloma and capsular contracture baker grade unknown. Healthcare professional also reported cyst which is not device related. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event capsular contracture, granuloma and cyst was requested on 03-mar-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Health professional reported left side granuloma and capsular contracture baker grade unknown. Healthcare professional also reported cyst which is not device related. Health professional later reported "bakers grade IV". Device has been explanted and replaced with non-abbvie device.

Event description:
Health professional later reported "bakers grade IV". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h6.